Event description:
Dealer advised left motor gearbox is not allowing chair to run. Dealer advised tech went out and advised if you wiggle the brake lever and hold in a certain spot chair will tun but as soon as you move from that spot motor shuts down.